Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a bilateral stent placement, the stent was being placed over a sensor wire through the cystoscope. After cutting the string to remove the tether, the tether stretched upon pulling and broke. The remaining tether pieces had to be removed out of the patients bladder with removable graspers. The same occurred on both sides. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse events due to this occurrence.

Manufacturer narrative:
(B)(4). **** event evaluation **** a visual examination along with a review of the complaint history, device history record, documentation, quality control, drawings, manufacturing instructions, specifications, and instructions for use (IFU) was conducted during the investigation. An examination of the returned product shows the monofilament thread was broken with an elongated stretched appearance. It is unknown what force was applied during the procedure. The provided instructions for use (IFU) for universa® stent soft or firm cautions: ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ it is possible that the user exerted excessive force when removing the tether from the patient." There is no evidence to suggest items in this lot were not manufactured in accordance to the current specification. We will continue to monitor for similar complaints. No further action is required, per the conducted risk assessment.

Event description:
During a bilateral stent placement, the stent was being placed over a sensor wire through the cystoscope. After cutting the string to remove the tether, the tether stretched upon pulling and broke. The remaining tether pieces had to be removed out of the patients bladder with removable graspers. The same occurred on both sides. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse events due to this occurrence.